Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was awakened during the night due to a low flow alarm, followed by a yellow wrench alarm, while he was connected to the power module. The patient switched to battery power, but it did not resolve the alarm. He then proceeded to exchange the system controller with his backup system controller, and the alarm resolved. The patient has been on battery power and connected to the power module with the new system controller with no further issues. A momentary pump stop and restart was noted in the log file of the primary system controller. The patient was not symptomatic during the event. X-rays were taken and were unremarkable.

Manufacturer narrative:
Approximate age of device - 8 months. The device is expected to be returned but has not been received. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The system controller was returned for evaluation. The investigation confirmed the reported low flow hazard alarms during review of the log file. The voltage being supplied to the system dropped to 9.8v despite being connected to the power module. This drop in voltage activated the low battery and low flow hazard alarms. Intermittent yellow wrench advisory alarms also activated during this time due to a backup mcu fault. The pump stop events recorded in the log file were due to the driveline being disconnected and reconnected. Following the reconnection of the driveline the alarms remained active; the driveline was then disconnected in order to exchange the system controller. The alarms were also reproduced during analysis of the system controller. The voltage being supplied to the system during the analysis was approximately 9.6 volts. Measurements taken from the components of the circuit board within the returned system controller revealed that output signals from an amplifier associated with power measurements were absent. The two output signals from a component on the printed circuit board if absent will result in inaccurate flow and power readings and will produce a yellow wrench advisory. Although the cause of the alarm was determined to be due to an absence of output signals from the dual amplifier component, a root cause for the absence of the output signals could not be conclusively determined. A review of the complaint handling database found that this is the first event of this kind. The manufacturer will continue to monitor for similar events. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.